Event description:
It was reported that the customer had low blood glucose of 36 mg/dl, she treated with glucose, and two hours later her blood glucose was 417 mg/dl. She treated with manual injection and experienced thirst and agitation. Customer also experienced blood at the sensor insertion site. Further, she received a sensor reading of 57 mg/dl while her blood glucose was 159 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.